Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (abnormal shutdowns and 204 service code) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The monitor was not communicating with belt or baselining because of a shorted component on the ca board. The root cause for the shorted component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing abnormal shutdowns and service codes.